Event description:
Literature was reviewed regarding ¿stroke following thoracic endovascular aortic repair: determinants, short- and long-term impact¿.  The timeframe for this study was over a eleven year period. 479 patients underwent a tevar procedure and were included in this study. Indications for tevar included aneurysms (fusiform or saccular), acute or chronic dissection, traumatic aortic injury and other indications. Medtronic talent and valiant as well as non-mdt stent grafts were implanted in the patient population.  Among the patient population the following adverse events included: stroke, rupture, infection, pneumonia, renal failure, ischemia, myocardial infraction, intervention   no further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic received the following information regarding a journal article ¿stroke following thoracic endovascular aortic repair: determinants, short and long term impact¿. Kamman av, van bakel paj, yang b, williams dm, kim km, khaja ms, moll fl, van herwaarden ja, trimarchi s, eagle ka, eliason jl, patel hj. Seminars in thoracic and cardiovascular surgery volume 35, number 1 https://doi.org/10.1053/j.semtcvs.2021.08.030 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.